Event description:
It was reported that the patient is complaining of pain and is experiencing limping when walking. Patient's cobalt level is high and that the cat scan is showing muscular swelling. Patient states that the doctor wants to perform revision surgery. Additional information received on (B)(4) 2012 that the patient complained of pain and has a pseudo tumor so the surgeon revised.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.